Event description:
Additional information was received from the clinic. The clinic reported the patient at a 3 week post op exam was presented with epithelial ingrowth and an additional flap and rinse was performed to remove the epithelial ingrowth on left eye. The procedure was completed successfully and the patient outcome is well.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient developed epithelial ingrowth in the left eye after a flap lift enhancement at 1 week post op. The clinic reported a flap lift and rinse perform to remove the epithelial cells. The patient did not experienced loss of best corrected visual acuity. The procedure was completed successfully.